Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 08/13/2009 which places the age of the device at approximately 7.10 years. A review of the certificate of conformity (c of c) is not applicable at this time because it is highly probable that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply came to customer with no power.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply came to customer with no power.